Event description:
It was reported that a cerebral vascular accident occurred. A concomitant case with pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted. Activated clotting time during the procedure was 395 seconds. Post procedure, the patient was noted to have had a stroke as confirmed on magnetic resonance imaging (MRI). No further information was provided.